Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain five of five of their therapy. The caregiver attempted to bypass the alarm but was ultimately unsuccessful. The patient also received multiple invalid sensor readings throughout the treatment. The cycler was rebooted but the m31 reoccurred. The treatment was cancelled and, upon removing the cassette, a fluid leak was identified within the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their nurse of the event. The cause of the leak was unknown. The patient was provided prophylactic medication following the leak. The cassette was discarded after the event. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient had manual supplies available to perform treatment without the cycler. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.